Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced occlusion issue caused by the bent cannula event on 19-feb-2026. Blockage is located at the site. No further information available.